Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a loss of prime issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box data from the time of the alleged issue has been overwritten due to continued use of the pump. No loss of prime warnings were observed in the current black box data. The pump was unable to complete the ezprime steps due the pump not detecting the cartridge. The force sensor calibration reading was found to be below the required specifications. The battery compartment was found to be cracked below the bumper pad. No evidence of moisture was found in the battery compartment. The force sensor resistance reading was found to be above the required specifications. The pump case was removed and moisture corrosion was found throughout the inside of the pump. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.